Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient was previously implanted with dhs on an unknown date. Approximately 2 weeks after the surgery, the dhs failed and was converted to a trochanteric fixation nail. The nail cut out 24 hours postoperatively. Nail was then converted to a bi-polar hip. This is the 1st of 3 reports submitted on this event. This report documents the secondary surgery.